Manufacturer narrative:
This report is filed april 25, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 15, 2014.

Manufacturer narrative:
(B)(4) - implanted device remains.